Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04dec2018. Philip's international service technician replaced the defective power supply to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the unit was not switching on. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.